Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital], "clipping the cystic artery. Dr [name] was trying to fire a clip, the first trial successfully fired a clip, the dr then tried for a second & third time with no clip being released into the jaws. Upon the fourth trial a clip was fired, and the again fifth and sixth trials with no clips. So basically, the clip applier was misfiring several times." Patient status: good. Intervention: he replaced the device with another ca500.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as no visible or relevant nonconformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital] "clipping the cystic artery. Dr [name] was trying to fire a clip, the first trial successfully fired a clip, the dr then tried for a second & third time with no clip being released into the jaws. Upon the fourth trial a clip was fired, and the again fifth and sixth trials with no clips. So basically, the clip applier was misfiring several times." Patient status: good. Intervention: he replaced the device with another ca500.